Event description:
An audiologist reported that a patient heard a popping sound from where the charger was plugged in and then the plug started on fire. The fire department has been called to the site and had to cut into a part of their wall. The fire department indicated to the patient that the charger was the source of the short. Reportedly, the charger has been used with the original cable and external power supply. No injury occurred due to the reported event.the patient has received a replacement charger. Audiologist has the reported charger available and the company will reach out to obtain it for further investigation.

Manufacturer narrative:
As stated in the initial report, there was no personal injury to the patient due to this event. The device has been returned to the manufacturer and included in the collective investigation of similar cases. Investigation findings point to a potential root cause being undesired ohmic connection between contacts of the usb connector, generating heat and causing the melting/burning of the cable connector housing and of the device housing close to it. The ohmic connection might be caused by damage of connector pins or shell, or by dirt, dust, debris or liquids inside the usb connector, or even just by aging due to corrosion of the metal. The device and components are in compliance with applicable electrical safety standards (i.e. Iec 60601-1, iec 60601-1-2; iec 62366; iec 62368-1). The chargers have an electronic protection against short circuits. The ac adapter enclosure is a critical component according to iec 60601-1. Subsequently, the material choice of the ac adapter is according to ul 94 safety standard, the usb-a to usb-c cable is according to ul 758 safety standard and the charger encloser and parts are according to ul 746c safety standards. The risk file already considers and addresses the risk of overheating of the charger, electric short at charger contacts and thermal damage due to moisture. There are no unacceptable residual risks of negative side effects or clinical risks that are not outweighed by the benefits. There are no unacceptable residual risks of harm resulting from poor usability that are not outweighed by the benefits. The devices are within their specification and the issue does not pose an unacceptable health or safety risk. The user guide describes how to correctly prepare the charger for use and how to use it correctly, maintenance steps e.g. Remove dust or dirt from the charger, and warnings e.g. Hearing aids should be dry and clean before charging, the charger should be disconnected from the power before cleaning, do not cover the charger while charging, protect against shock. The manufacturer is observing similar events for trends. This is the final report.